Event description:
It was reported that during use the implantable pulse generator (ipg) reached premature battery depletion for 4 months. The ipg was re-programmed, and remains in use. No patient complications have been reported as a result of this event.